Event description:
It was reported that during an injection of a urethral bulking implant in 2006, the needle broke on the plastic sheath outside of the patient's body during the procedure. No patient injury or further complications were reported. The complaint sample was discarded. This needle is not indicated for use with this bulking material.

Manufacturer narrative:
No sample or lot number information was provided for evaluation. The doctor was using the bulking implant off-label as the instructions for use of the implant material state the injection method requires the use of needles specified in the labeling. The needle being used was not one of those specified for use with this bulking material. The raw materials used in the implant material is known to cause degradation to needles comprised of polyurethane such as the one used in this procedure. The investigation concluded the most probable cause of this event was the user failed to follow labeling indications and used the product off-label. Baseline reported previously filed.